Manufacturer narrative:
(B)(4). Medical product: segmental polyethylene insert, cat#: 00585001295 lot#: 63355351. Segmental articular surface, cat#: 00585002012 lot#: 62102772. Segmental tibial plate, cat#: 00585000110 lot#: 62527050. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05065. 0001822565-2017-05066. 0001822565-2017-05067. 0001822565-2017-05068. Remains implanted.

Event description:
It was reported that the patient heard and felt a pop in the knee. Doctor states that the patient is 15-20 degrees recurvatum and believes the poly insert to be fractured. No additional patient consequences were reported.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this component is not related to the issue. Only the poly insert had fractured.